Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found on off mode because the battery had depleted. The previous follow-up had been normal.